Event description:
The customer reported being burned by the heating pad. She explained she received the burn while using the pad in a chair. She went to a doctor for treatment for the burn on her waist, she was prescribed ointment. Burns of this nature are typically caused by the consumer laying or leaning against the heating pad which is contrary to proper use instruction.